Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible causes are related to patient clinical status, comorbidities, and pharmacological factors such as an inr of 6.4. It is known that there is a marked increase in the risk of major hemorrhage associated with inr values that exceed 4.0. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-01115 and 3007042319-2016-01116) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunctions and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. There is also no evidence to suggest a relationship to any device performance or manufacturing issues. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient is still admitted to the hospital from status post bi-vad implant on (B)(6) 2015 was taken for a CT of the head on (B)(6) 2016, after he was noted to be behaving oddly. The CT showed a right cerebral hemisphere hcva with a 20mm midline shift. Patient was anticoagulated on at the time and inr was said to be at 6.4. It was stated that the decision was made by the family to withdraw support on (B)(6) 2016 and the patient passed away that day. It was further stated that the site cannot say with 100% certainty that this is exclusively vad-related, though the vad is a component of the puzzle along with a very sick patient. The site stated that there would be no autopsy was done and the pump and peripherals were disposed of by the site and would not be returned. No further information received. Investigation is ongoing.